Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency [copper deficiency]. Case description: an attorney reported that their adult male client, now age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use as his denture adhesive product of choice beginning 1989 through 2009, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries leaving him unable to perform his normal, customary and daily activities, zinc poisoning, and copper deficiency. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - has worn dentures for at least 20 years. No further information was provided.